Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart emergency procedure, an attempt was made to use an external pulse generator (epg) for ventricular non capture at 25 milliamps unsuccessfully. It was noted that the user started with atrial and ventricular pacing wires then went to epicardial wire for ventricle with non capture also. Another external pulse generator (epg) was attempted unsuccessfully. Multiple attempts were made to locate viable cardiac tissue and it was noted that it was likely non-viable cardiac tissue resulted in non-capture, although this was not confirmed. No patient complications have been reported as a result of this event.